Manufacturer narrative:
The lot number for the device was provided, therefore a lot history review will be performed. The device was not returned for evaluation; therefore the investigation is inconclusive as no objective evidence was provided for review. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 5608062 implantable port allegedly experienced obstruction. The information was received from one source. One patient was involved with no reported patient injury. The male patient is (B)(6) years old and weighs (B)(6) pounds.